Event description:
It was reported that during an implant attempt, the right ventricular lead became stuck in the introducer and required "too much force to remove it." The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments and analyzed with no anomalies found. The proximal conductor was distorted and the helix was also distorted/bent. There was blood in/on the helix mechanism, the lead was stretched, and there was damage at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.